Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg will not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg will not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the device passed all tests performed. The device exhibited normal characteristics. The complaint about the frequent charging issue was not verified. The ipg was charged fully in one cycle from its hibernation state. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's data and the program setting were examined, and no anomalies were found.

Event description:
A report was received that the patient's ipg will not charge. The patient will undergo an ipg replacement procedure.